Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist provided phone support. The customer replaced both ise sample and wash syringes. After replacing the ise sample syringe two errors had occurred: 3507 ise sample dispenser pressure sensor (ias11) error and 3516 ise sample syringe priming incomplete error. The cts confirmed that the customer had installed the wash syringe incorrectly. The cts guided the customer through replacing the ise wash syringe and provided instructions for priming syringes. The customer replaced the ise sample and wash syringe correctly to resolve the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported generation of low patient result for sodium (na) on unit 1 and unit 2 of their (B)(6) clinical chemistry analyzer (pn(B)(6), sn (B)(6)). The patient samples were repeated, and the results were deemed normal. There was no report of injuries, deaths, or delays/changes in treatment associated with this event. The customer did not provide any patient data and / or patient demographics.